Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported event could not be established. Based on the information obtained during the investigation of the issue, the following probable causes are presumed: 1. The user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa to be sucked into distal cover. When the user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2. Distal cover cracks at tear-off line by inappropriate attachment of distal cover to scope. When pressing the distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the distal end cover rubber was scratched and the adhesive was cracked. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, tissue was found inside the distal tip of the disposable cap at the end of the case. No medical or surgical intervention was required as a result of this occurrence. The patient was discharged home post-procedure as planned.